Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. It was reported that the patient recovered from the peritonitis event. Additional information was requested but is not available. This is report 4 of 4.